Event description:
Event description guidant received information that the implanted lead was observed to have intermittent threshold changes in the shocking coil. The suspected cause was a shorted lead or loose terminal set-screw. The lead remains implanted.